Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer reported a severe hyperglycemia event, which was mild in nature. The customer reported blood glucose ranges from 418mg/d, 374 mg/d and 296 mg/dl. The customer had no symptoms. The customer did not treat the high blood glucose level. The insulin pump will not be returned for analysis.